Manufacturer narrative:
(B)(4). The customer returned a cs-25703-e kit with multiple components for evaluation. The introducer needle was used for this investigation. Visual and microscopic examination of the needle revealed a crack in the introducer needle hub. The needle hub also contained signs of use in the form of dried blood. The needle hub was tested for leaks by attaching a returned ars syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel but was also squirting from the crack in the needle hub. In addition, water was not able to aspirate into the syringe while the introducer needle was attached. This was likely due to the crack in the needle hub. A device history record review was performed and no relevant findings were identified. The reported complaint that the introducer needle could not be used was confirmed by complaint investigation. The returned introducer needle hub contained a crack. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA (corrective action not yet implemented). The CAPA failure investigation indicates that the probable cause is design related.

Event description:
Complaint description: when md opened the cvc set, the plastic of the needle was broken. It was judged that the procedure could not be carried out. A new product was used without any abnormality.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates needle hub broke and separated in use.

Event description:
Complaint description: when md opened the cvc set, the plastic of the needle was broken. It was judged that the procedure could not be carried out. A new product was used without any abnormality.